Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 36 months the reason for the explant was given as "status unknown." The catheter was explanted at the same time due to "out of intrathecal space." A follow up report will be sent when additional information is received.